Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/09/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, all the keypad buttons were responsive. The keypad cover was removed and no contamination was found. Evidence of moisture was found on the keypad flex and printed circuit board. Unrelated to the complaint, the battery compartment and pump casing were cracked.